Event description:
Patient was revised to address pain. Upon exposure, it was discovered that the liner was fractured and a piece of the poly had come off. As a result, the ceramic liner was wearing on the cup causing a black fluid in the tissue/joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.